Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was received and analyzed. The distal conductor had blood/body fluid (not obstructed).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was received and analyzed. The distal conductor had blood/body fluid (not obstructed).

Event description:
It was reported that the lead implant was attempted, but ultimately not used due to the patient's anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.